Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: ¿complaint description: the non-deflation in use was noted. Eventually they consulted the urologist to remove the foley by using the guidewire. No harm or injury to patient.¿

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Reported to the FDA on march 1, 2013.